Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of qualified associated products. While a specific malfunction has not been indicated against the lens, an iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens (2.25cyl), 17.0 diopter lens was replaced with a company lens (2.25cyl), 19.0 diopter lens. Additional information was provided that the patient has pre-existing lattice degen. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, due to patient unspecified reason the iol had been explanted in a secondary procedure. Additional information has been requested however no further information available. There was no further impact to the patient.